Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 500 mg/dl after healthcare professional made adjustments to insulin pump. Customer lowered blood glucose to 170 mg/dl after a five mile run. Customer requested adjustments to insulin pump due to basal not delivering insulin per hour.